Event description:
It was reported that pump battery was draining faster than expected and battery depletion concern was raised by customer through email. No information was provided about impact to customer¿s blood glucose level. Customer declined follow up with technical support, no date or timeframe of the event was given, and technical support was unable to confirm battery depletion issue or take further corrective actions, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.